Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, on a post-market clinical follow up activity review (pmcf) ¿cerclages vs. Poller screws as a reduction and stabilization aid for retrograde intramedullary nailing of the femur¿, 1 patient suffered from a complication after having an a left femur internal fixation procedure with the trigen system on (B)(6) 2015. The patient had a peri implant fracture and needed an unspecified reintervention on (B)(6) 2016 to address this issue. The outcome of the patient is unknown. The information provided is anonymized; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough clinical assessment cannot be performed at this time. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).